Event description:
It was reported that an eoe failure occurred during set up. There was a flow problem with the system. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
The device was evaluated by terumo and it was determined that the mixing valve was out of tolerance. The product was repaired in the field. This report is being submitted to the FDA as a result of a retrospective review of product complaints.